Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure in both cases, the stapler was applied to the target tissue. As it was fired, there was an unusual noise. This noise was very difficult to describe, however it was very quiet and sounded like a grinding noise. Also, the gun was more difficult to fire than the replacement gun. Once the cartridge had been fired, and the gun was removed from the target tissue, it was obvious that there was a strip of tissue that appeared to have been in the knife channel of the gun. The staples were fully formed and the staple line oozed, however this is not an uncommon result of this stapling. This was observed for three reloads, before the decision was made to cease using the stapler and replace it with a new stapler. The new stapler was deployed, and it was noted that there was no strip of tissue left after stapling, and that the force to fire was markedly reduced. The case was completed as per usual. Surgery was prolonged five minutes. There were no adverse consequences to the patient.